Event description:
Additional information was received indicating that the patient's device had complications. It was noted that the new battery was installed on (B)(6) 2014. Post-operatively, her surgical site reopened and they developed a staph infection that went untreated until (B)(6) 2014. On (B)(6) 2015, the patient was airlifted to another medical center where the physicians allegedly determined that they experienced spinal-cord shock with t8 sensory loss and bilateral lower extremity paraphrases as a result of the infection. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID scs 5-6-5 surgical lead, serial#(B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015.

Event description:
The following information is provided based on medical records provided to medtronic. Medtronic has not independently verified the accuracy of any statements found in the records. Additional information received noted on 2014-03-24, an office visit note reported there a peripherally inserted central catheter (PICC) line started and there was incision and drainage of the wound. The patient was very sensitive to touch. On (B)(6) 2014, an MRI of the t spine with and without contrast showed enhancement and edema in the posterior tissues, likely postsurgical, with no discrete fluid collection. No definite residual abscess was seen. It was further reported the patient had been diagnosed with severe sepsis in (B)(6) of 2014 but it was later resolved. Lab results show high wbc, mono¿s, and seg¿s. It was also noted the patient had vancomycin resistant enterococci which was determined by a culture. On (B)(6) 2014 the patient had an occupational therapy evaluation which noted the patient would ¿most likely go to the ICU secondary to her large quantity of current narcotic medications and suspected increase of these medications in the postoperative period, and she would need close neurological monitoring regarding her new neurologic deficits as well as opioid pain control.¿ while the patient was hospitalized for the infection, she met with a psychiatrist on (B)(6) who noted the patient had some intermittent suicidal ideation, but she had no plan or intent. On (B)(6) 2014, an office visit note reported the patient had a superficial blood clot in the right arm above the PICC line. On (B)(6) 2014, the patient presented with a neurogenic bladder managed with a urethral catheter in place. There was recurrent bacteriuria secondary to a catheter. The patient was ambivalent about resuming intermittent catheterization; however, she did understand that this was the best option for controlling her neurogenic bladder long-term. It was further noted on (B)(6) 2014 the patient had 2 new pressure ulcers on their bilateral hips. The patient had been rotating to stay off their coccyx and received a new low air loss bed which they hoped would help. On (B)(6) 2014 the patient was seen for hand numbness which started about two months prior which was associated with the use of the patient¿s wheelchair and walker. A nerve conduction study was performed showing marked slowing across the elbow and left ulnar neuropathy at the elbow without axonal involvement. It was noted the mild slowing did not correlate well with her symptoms and may related to her previous carpal tunnel syndrome, which was treated with carpal tunnel release. On (B)(6) 2014, an office visit note reported the patient was positive for nasal drainage, blood in stool, change in appetite, and joint pain. On (B)(6) 2015 the patient went to the emergency room due to left hip pain, rated at an 8, and the sore on their coccyx. An x-ray of hip was performed which was normal. According to the patient the wound was ¿mostly closed up¿ prior to their fall. A small amount of dried blood was noted on the dressing. The patient was aware to continue with IV (PICC) antibiotics as scheduled at home, and to follow-up with home health. Later information regarding homecare for rehabilitation and wound care noted in (B)(6) of 2015 the patient was seen in their home and was able to demonstrate independence with the use of a four wheeled walker, increased her standing tolerance for activities of daily living, and was able to perform basic activities of daily living independently. The patient continued to be unable to get up for a long period of time, needed assistance with ambulation, and needed assistance transferring or leaving the home. The patient was also able to urinate on their own, but was encouraged to continue to self-catheterize to ensure the bladder was emptying. The patient was also able to defecate on their own if their stool was soft. Limitations included range of motion/strength, balance/gait, and being an increased fall risk with several falls noted. System assessments performed on multiple visits noted 1+ pitting edema, 2+ pitting edema, non-pitting edema, tachycardia, tenderness all over, pain, joint stiffness, poor balance, urgency, frequency, and incontinence. It was noted previous urine cultures and samples were positive for infection and were treated with antibiotics. Wound care continued to be performed as instructed including assessing, cleansing, packing, and dressing changes. During dressing changes various colors and amounts of drainage were noted from brown to red to minimal to moderate in amount. It was also noted tunneling was present. Additional information received from the infectious disease physician stated while the patient was at an acute hospital for continued care, wound care management, and evaluation for flap surgery they were found to have a stage 4 sacral decubitus ulcer which failed outpatient management. Following this antibiotics were prescribed following a fever. Antibiotics, wound care, and home therapy were continued until assessment for flap surgery. Abnormal labs reported were: high rdw-cv, high bun, high co2, high c reactive protein, hemoglobin, hematocrit, rbc, sed. Rate, and calcium. At an outpatient rehabilitation service on (B)(6) 2015 the patient stated current issues were but not limited to: being paralyzed from t6 down, dysphagia, a pressure sore on their coccyx, pain, being depressed from having gone through everything, occasional incontinence, legs dragging and feeling heavy when using a walker to ambulate, becoming quickly fatigued with movement, and having arthritis in their hands, back, and neck. As of (B)(6) 2015 the patient had remained off antibiotics for numerous months. She continued to have a minimally open sacral wound that didn¿t want to heal despite aggressive wound therapy. According to the physician the wound had a pin-and hole appearance. The physician inspected the wound further and stated it was closing down nicely. The physician was unable to put a larger q-tip inside of the wound and was only able to probe to 0.3 cm. With a smaller size q-tip. There was discussion about performing additional spinal surgery but was undecided at this time. As of (B)(6) 2015 the patient continued with therapy to work on strength and mobility, but continued to be fatigued afterwards. It was noted the patient had another fall but wasn¿t injured, only sore. On (B)(6) 2015 the patient met with a neurosurgeon who reviewed their MRI and noted the believed their progressive loss of truncal and lower extremity sensory and motor function, along with worsening spasticity, were a result of her tethered thoracic spinal cord. The patient was a candidate for spinal cord untethering surgery to arrest the progressive loss of function and allow a chance for functional return. The patient was going to think about this as the physician told them their sore would have to be healed prior to surgery. It was noted the patient was also going to be having surgery to her left ulnar nerve for hand weakness. In (B)(6) of 2015 the patient met with a nurse for wound care. Assessment of the pressure ulcer on the patient¿s coccyx showed the ulcer was full thickness, stage 4, with a moderate amount of drainage ranging in color from brown and yellow/serous drainage to red tinged, pink, and serosanguinous. A blister was also noted on the patient¿s left heel, but no drainage was present. On (B)(6) the patient underwent an MRI of the spine with and without contrast. Results of the MRI showed inflammation surrounding the coccyx and a portion of the sacrum was improved and a tract extending to the skin surface was suspected. There was worsened enhancement and edema of the coccyx on the prior exam. There was no definite fluid collection currently. On (B)(6) 2015 the patient underwent a colonoscopy and hemorrhoidectomy.

Event description:
The patient had a new battery pack implanted on (B)(6) 2014, the doctor consulted with a company representative . The patient had her first post-surgical follow-up visit on (B)(6) 2014, there were no significant complications at that time. The patient returned for another post-surgical follow-up on (B)(6) 2014. At that time the patient reported that she fell while riding her bike and was experiencing bilateral hip pain, and oozing at her wound site. That part of the surgical site had reopened and after examining the site it was noted ¿spot draining on wound opening, cleansed betadine, culture taken, and closed with 3-0 nylon with local.¿ the doctor did not prescribe an antibiotic at that time. The patient was advised to return if there was wound change due to her history. Later that day the wound culture was examined and determined that it contained dangerous bacteria; including large number of staphylococcus aureus, moderate number of (B)(6), and moderate number of acinetobacter lwoffi group. The patient returned to her doctor on (B)(6) 2014, at that time she reported that since saturday she had been experiencing pain and discharge at the incision site. Also reported that her legs were giving out and due to leg weakness, and due to her leg weakness she suffered another fall. During that visit the doctor noted that the patient was tender to the touch and her wound site was purulent. The patient was diagnosed with an infection and was provided with antibiotics through a PICC line. X-rays were ordered of the patient¿s spine. On (B)(6) 2014, the patient self-reported to a medical center because she could not move her left leg. The emergency room doctor assessed as suffering from a spinal cord injury with neurologic deficits, she was airlifted to a different medical center. It was determined that the area around the patient¿s battery pack had again become infected and the infection had traveled up the wire leads to the spinal cord stimulator and the spinal cord itself. Further, as a result of the infection, the patient experienced spinal-cord shock with accompanying t8 sensory loss and bilateral lower extremity paraparesis. Later that day a neurosurgeon removed the spinal cord stimulator and battery pack. A multilevel thoracic laminectomy was performed. Despite the surgery, the patient continued to suffer from bilateral paraparesis below t8. The patient was subsequently transferred to an in-patient rehabilitation hospital where she spent several months, she then participated in physical therapy on an outpatient basis. The patient underwent extensive medical and rehabilitative treatment. The patient only regained minimal feeling in her legs and was currently confined to a wheelchair. The patient experienced pain, suffering, emotional distress, and loss of quality of life. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional review determined that (B)(4) also applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).